Manufacturer narrative:
There was no pt involvement, thus, no pt data is available. Eval summary: it was reported that in operating room 1, the flat panel spring arm, eds suspension arm cover fell off one of the spring arms. The cover did fall during a case but it did not impact anyone. The customer mentioned that the case had not begun and the incision had not taken place, but the doctor and other staff members were already scrubbed in. The staff had to re-prep the area where the cover fell. The light was being maneuvered by the doctor when the cover fell off. The issue was resolved by the tech by replacing the cover with a new cover. In this instance, there was no report of pt involvement or adverse consequences. This is not a single use device.

Event description:
(B)(4). Operating room 1 light/light/fp suspension: rear end spring arm covers have fallen off one of the spring arms. Need to be reattached.